Event description:
It was reported that when using the arrow raulerson syringe (ars) to withdraw blood, a leak occurred at the connection between the needle and ars. Blood leaked from the connection and couldn't be drawn into the syringe.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: two introducer needles attached to arrow raulerson syringes were returned for eval. A functional test was performed on returned needle and syringe. The needle was securely attached to the syringe tip; water was aspirated into the syringe through the needle and flushed out. The water was aspirated and expelled as expected, but water also leaked out at the needle hub. The needle and ars were visually examined. The ars and needle cannula appeared typical and no defects or anomalies were observed. The needle hub was examined microscopically. The needle hub exhibited a circumferential crack near the base of the conical shaped part of the hub. The reported complaint of leak occurred at connection between needle and ars was confirmed through functional testing and visual examination of the returned sample. The leak was due to a crack in the needle hub. This issue was previously investigated and corrective actions implemented on nov. 3, 2008. The potential cause of the complaint is manufacturing related; however, it cannot be determined if this lot was manufactured prior to the implementation of the corrective actions, since a lot number was not returned with this complaint.